Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump had hardware low level failure alarm. Customer was able to clear alarm. Customer reported that they did not receive a request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.